Event description:
It was reported that while the ventilator was connected to a pt it generated two tech error codes and ventilation subsequently stopped. One tech error code indicated disabled valves and the other indicated a communication failure between the monitoring and the breathing subsystems. There was no pt harm. (B)(4).

Manufacturer narrative:
More info surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).